Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that as the surgeon began to implant the lens, the capsular bag ruptured. The lens was cut out and surgeon replaced lens with an anterior lens with no issues according to the report. The current patient prognosis is good.

Manufacturer narrative:
The device was not available for return to bausch + lomb; therefore, a product evaluation could not be performed. The lot number was not provided; therefore, a device history record (DHR) review could not be performed. Based on available information, a root cause for the reported event could not be conclusively determined.